Event description:
The reporter stated the surgeon inserted an aa4204vf silicone plate lens but the iol broke as it was pushed through the cartridge. The lens was removed with no pt injury. A backup lens was implanted. The pt's prognosis is good.

Manufacturer narrative:
H6: evaluation codes: results - (other) visual inspection of the returned product found the lens optic and one haptic torn. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.